Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level was reported to exceed normal levels, displaying as "high," although the specific value was not known. To address this, the customer administered a corrective injection using multiple daily injections (mdi). The customer did not require assistance from a third party. Technical support instructed the customer to inspect and clean various components of the pump, ensuring that the o-ring was in place and the pneumatic tap was free from debris. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump. Subsequently, assistance was provided in completing a new cartridge fill, and the call was escalated for further troubleshooting.